Event description:
The patient was undergoing a robotic prostatectomy when the monopolar curved scissors of the da vinci would not load correctly so it had to be removed from the case and alternative device was used instead.